Event description:
It was reported that the ipg implant site on the right flank was not healing. As a result, surgical intervention was performed wherein the ipg was repositioned to the left flank to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.